Event description:
During the priming process, the antibacterial filter for the anticoagulant was blocked. The 'anticoagulant empty' alarm went off, but the bag was full. The problem was found before the donor was connected. The disposable kit was exchanged. The customer mentioned medical intervention, but the extent of the medical intervention is not known at this time. The patient information is not available at this time. The disposable set is not available for return. This report is being filed due to an alleged medical intervention.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.